Manufacturer narrative:
Concomitant medical product: 5076-52 lead implanted (B)(6) 2005. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited high thresholds, rising thresholds, high impedance, and rising impedance. The lead was capped and replaced. No patient complications have been reported as a result of this event.